Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Holding ring and central thread portion of trial fell out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "holding ring and central thread portion of trial fell out. See picture attached". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) - complaint hairmyres). The photo investigation revealed the screw and the snap ring unattached from pin trl lnr neut 52odx32id. Potential cause can be attributed to unintended use error by use of excessive force over the material while usage. However, potential cause can be attributed to any other factors such as over-tightening the threaded insert during use, or by intentionally disassembling the snap ring from the screw for surgical preference or cleaning. Since the device was not returned, a dimensional inspection and a functional test cannot be performed. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 52odx32id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.